Event description:
Philips received a complaint on the heartstart mrx device indicating that the therapy pca failed.

Manufacturer narrative:
The rse evaluated the device remotely and determined that it was down due to a defective therapy pca (printed circuit assembly), which requires replacement. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heart start mrx device, and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.